Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 4.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.